Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they turned their device off due to interference with EKG equipment. Consumer reported they were not aware of a problem and the not being able to urinate was present prior to implant. No further complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient had to void but was not able to, but that these symptoms were present prior to implant. It was reported that the message was for the patient to come into the office. It was reported that the batteries needed to be changed and would be changed on (B)(6) 2018 but a tech. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient saw the power on reset (por) message. The patient stated he turned stimulation off about 6 months prior to the call when he had to have an electrocardiogram (EKG). The patient was redirected to their hcp. The patient noted they had a return of symptoms and that was gradual in onset. The patient stated he thought it was turned back on, but was not sure. The patient stated they had been using the blue buttons on the left-hand side of the patient programmer to turn on and off the programmer. The patient stated he was not aware he was turning off and on the stimulation in his body. The patient noted he had a return of symptoms and was not able to urinate. The patient noted they had no idea when they had a return of symptoms. Additional information from the hcp on february 2nd reported the patient thought the battery was dead or dying. The hcp did not know why the patient thought the battery was depleting. There were no further complications that have been reported as a result of this event.